Event description:
Cine image review: the still image provided shows the distal end of the wire extending beyond the tip of the lead. The location of the fracture site on the wire is consistent with this image. A review of the cine did not reveal root cause determination.

Event description:
It was reported that a zinger wire was being used during a crtd procedure. No abnormalities were noted regarding the patient anatomy. No anomalies were noted with the zinger prior to use. It was carefully flushed with nacl. With the zinger, the implanting physician managed to reach the target vein (coronary sinus), and the pacemaker was successfully placed with good electrical measurements. When the physician attempted to retract the zinger, the distal part of the zinger was still visible on x ray. The physician pulled very carefully but force was not used. When the zinger came out it was observed that the distal part was missing and it was left in the vessel with the lead. The physician tried to retract the lead, but unfortunately it was not possible to retract the lead either. Approx 2-3 cm of the zinger was then left in the patient. No intervention is planned to remove the zinger fragment. No other patient symptoms or complications were associated with this event. The physician said that the patient is well and the system works fine. Device evaluation: the wire was received in the original hoop. The distal end of the spring is sticking out of the flushing lure. The proximal bond joint shows the spring is stretched in a distal direction. The guide wire received missing the distal solder tip, ribbon, distal bond joint and a portion of the coil wire. The distal end of the core wire od measures .003¿, 27.2cm in length from the proximal bond joint to the end and approximately 30cm from the core wire reference mark to the end indicating that approximately 1 cm of the core wire is also missing. The end of the core wire shows evidence of rotation. X-ray image review: an x-ray image provided by customer shows the distal end of the wire in the patient.

Manufacturer narrative:
Evaluation results: related to operational context (review of the returned device shows evidence of rotation indicating the wire was torqued. Reported also that the device was pulled out which may have contributed to the breakage). Evaluation conclusions: operational context caused or contributed to the event (review of the returned device shows evidence of rotation indicating the wire was torqued. Reported also that the device was pulled out which may have contributed to the breakage). (B)(4).